Event description:
It was reported that a vented paclitaxel set leaked at the filter. This occurred during priming of the device with normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional gravity leak testing identified a leak at the bottom of the millipore filter through the hole of ventilation at the end of the filter. This confirmed the reported problem. The cause was determined to be a manufacturing issue, as it was identified that the filter used in the assembly of this product was not manufactured at baxter but purchased from an external supplier. In order to address this issue, the external supplier has been notified and this issue has been communicated to personnel to ensure awareness. Should additional relevant information become available, a supplemental report will be submitted.